Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable. Fs laser is not an implantable device. Section d6b: explant date: not applicable. Fs laser is not an implantable device; therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that side cut issues, flaps issues and opaque bubble layer (obl) occurred. They could not see the pocket. Three patients needed contact lens protection after surgeries due to a damaged epithelium. No further information was provided. This report is for one of the three patients. Separate reports will be submitted for the other patients. The reported issues could not be specifically linked to any specific patient.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: service onsite to evaluate the system. Service verified parameters with the customer that pocket was off, this was reason for all the issues. Service verified the melting, side cut retraces, horizontal overlap, applanation pressure, energy, and z calibration was completed. The system is in specification. The system is performing to specification. Device history records were reviewed and the system and its components met all specifications prior to being released. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.